Event description:
It was reported that six (6) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from september 25, 2020 - september 28, 2020. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph was performed which observed a droplet at the spike port bonding area from a defect between the spike port tube and the spike port. The reported condition was verified. The cause of the condition could not be determined; however, the likely cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.